Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported volume accuracy issues which were reproduced while running a loaded set. Evaluation observed the device to deliver below specification. The cause was determined to be that the pressure plate travel was out of specification. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a different volume than programmed. There was no known patient injury or medical intervention associated with this event. No additional information is available.